Event description:
It was reported, that during use with bd vacutainer® flashback blood collection needle. Blood leakage occurred when tube was removed. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 when the nurse pulled out the blood collection tube, she found that a small amount of blood flowed out from the puncture needle cap, which did not affect the blood collection. After the blood collection was completed, the blood collection needle was pulled out according to the standard process. And the patient did not complain of discomfort.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.